Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provided and reviewed, the reported difficulties appear to be due to operational circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, de novo, mid, femoral artery lesion, the armada 14 balloon dilatation catheter (bdc) was inflated once to 10 atmosphere (atm) at the lesion but the balloon ruptured due to the vessel calcification. A different armada 14 bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.